Event description:
The complaint/event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch. A crack on the device was reported that led to blood leakage. There was no report of human harm associated with this reported event/complaint.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'crack on product resulted in blood leakage' could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter (full) phone number:(B)(6).